Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing hives as well as redness and itching at the pod infusion site (leg) had occurred. The patient had removed the pod and went to their doctors office. The patients doctor prescribed benadryl (25 mg) to be taken 2 pills daily. The patient was at their doctors office for 20 minutes. The patient reports they had gone to the hospital following this event due to hives had spread over the patients abdomen, face, legs, hands and neck as well as pain and nausea. The patient was diagnosed with pneumonia as well as an allergic reaction at the pod infusion site. The patient was treated with zofran. The patient was at the hospital for 3-4 hours. The patient had followed up with an allergist. The allergist prescribed the patient hydroxyzine (25 mg) to night instead of over the counter benadryl. In addition the patient was prescribed allegra (10 mg). The patient reports they have resumed pod treatment.

Manufacturer narrative:
The returned device was evaluated and inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. Inspection of the adhesive pad found no damages or defects that would contribute to a skin condition allergic reaction. The cause of the reported adhesive failure could not be determined.